Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of diabetic ketoacidosis. Upon admit the patient's blood glucose was >500mg/dl, the patient was treated with IV fluids and insulin. The device history was reviewed and no abnormalities were found and it was reported the device appeared to be operating correctly. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.